Event description:
It was reported that this pacemaker exhibited atrial undersensing. Furthermore, the patient was reported to experience palpitations. Technical services (ts) was contacted and upon review of the available data it was observed that the patient had episodes of atrial fibrillation (af) and atrial tachycardia (at). No out-of-range measurements were observed. Reprogramming options were provided. This pacemaker remains in service. No additional adverse patient effects were reported.